Event description:
A turnpike catheter was used during a patient procedure. The turnpike catheter encountered significant resistance while in use and was damaged upon removal from the vessel of the patient. The turnpike catheter did not separate and there was no harm to the patient.